Event description:
On (B)(6) of 2020, I had a prk "enhancement" procedure to correct mild nearsightedness from a previous, circa 2005 prk procedure. I chose, what I thought, was one of the most experienced refractive surgeons in the country. I sought out a location that had the latest topography guided contoura capability, and the most technically advanced excimer laser in the us, the wavelight ex 500. From the get go, this has been an extremely difficult process. I was a rather extreme steroid responder, requiring three separate glaucoma medications to keep my pressures within normal range. The recovery to even get to a normal baseline of visual acuity for me was around two months, as opposed to the quoted 5 to 10 days. I had to take nearly 2 months off of work before I was able to drive a vehicle. Now, almost 10 months after the procedure, I am back in glasses. My left eye has been left rather farsighted (+.5) and an astigmatism was induced via the procedure. I had no astigmatism in the left eye prior to the procedure, and was only a -.75. The right eye also has residual astigmatism although it is closer to plano refraction. I currently have what I would describe as severe night vision complications. The complications consist of the following: extreme starbursting when viewing oncoming headlights, significant ghosting around any sort of luminous object, glare/flaring of all light sources, double vision in my left eye, and in certain situations, rainbow colored halos around lights. I have developed significant floaters in both eyes, almost none of which I had prior to the procedure. I followed up with a retinologist, who diagnosed me with posterior vitreous detachment. According to my surgeon, everything looks excellent. He stated there is no problem with my tear film, and that I am "probably more sensitive than other people to visual disturbances." He stated that if we were to try and correct any of the problems, that it would require two additional surgeries. One topography guided surgery to attempt to correct higher order aberrations (which would lead to an unpredictable refractive result.) And another to correct for refractive error. He prescribed to me brimonidine drops, which help only minimally to correct some of the night vision disturbances. I have gone through trials of multiple sets of soft contact lenses, but my eyes are no longer compatible with soft contact lenses (I have essentially no visual acuity looking through them). The next step for me is to trial rigid gas permeable or scleral lenses. To summarize, this has been one of the most significantly devastating and impactful experiences of my entire life. I am a (B)(6)-year-old full-time firefighter/paramedic, and this has made my job very difficult. I am a four year veteran of an airborne unit in the (B)(6), and a former commercially rated aviator, who is used to sharp and demanding visual acuity. In my past, I have experienced hospitalizations, loss of loved ones, broken bones, and a viral infection of my pericardium requiring hospitalization. Nothing has impacted me like this. There's not a second that goes by that I do not regret this surgery. I am extremely depressed, and have started therapy appointments as well as begun depression medications. Prior to this procedure, my vision was crisp and beautiful, corrected only with a mild pair of glasses or soft contact lenses. Now, even with any forms of correction, I am nowhere near the visual quality that I had prior to this. I sincerely hope that the FDA is able to take a significant look at the data surrounding prk "enhancement" procedures, specifically with regard to the alcon contoura type treatment. FDA safety report ID# (B)(4).